Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found two unrelated ncs associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to severe degenerative joint disease. The patella was resurfaced and depuy cement x 1 and competitor allograft x 1 was utilized. The procedure was completed without complications. Patient received a right tka revision to treat malalignment with tibial tray loosening and subsidence. Upon entering the joint, the surgeon and excised hypertrophic tissue in a complete capsulectomy. The tibial tray was in excessive valgus, loosened, and had subsided. The patella was well-fixed and retained. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patient was implanted with competitor products. The procedure was completed without complications. Doi: (B)(6) 2018, doi: (B)(6) 2019, right knee.